Event description:
It was reported that a device did not alarm. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation was unable to confirm or reproduce the reported symptom of "no alarm". Upstream occlusion test were performed per spectrum svc manual with the unit passing. Additionally, the unit passed downstream occlusion testing as well.